Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for more than three hours.there was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #2: date of submission: 12/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 012/07/2016 with the following findings: during investigation, the transmitter was placed on the walkabout box and paired correctly with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl and the pump alarmed with ¿transmitter out of range¿ before two hours had elapsed. Investigation revealed a discharged transmitter battery failure.

Manufacturer narrative:
Follow-up #1 date of submission 11/14/2016-correction to serial #.